Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to pain.

Manufacturer narrative:
Upon receipt of additional information it was determined that the device related to the event is manufactured by biomet. Please reference 0001825034-2016-04854.

Manufacturer narrative:
Insufficient information provided to perform a device history review. The device was used for treatment. Insufficient information provided unable to perform a compatibility check. Insufficient information provided unable to perform a complaint history search. Surgical notes were not provided. A definite root cause cannot be determined.